Event description:
The customer reported a notification indicating that the insulin pump cartridge was not filled enough, which caused their blood glucose levels to be displayed as "high." The user attempted to troubleshoot and fill the insulin tubing but lacked sufficient insulin to complete the process. The customer's blood glucose level exceeded safe thresholds, and they contacted technical support for assistance. Technical support educated the customer on proper filling procedures and advised consulting a healthcare provider for a backup therapy method. Since the insulin supply was insufficient, the customer was instructed to refill their insulin and contact support again. Technical support attempted to follow up twice, ultimately resolving and closing the case in the absence of a response from the customer.